Event description:
I had the essure birth control put in (B)(6) 2011. Since then I have pain in my abdomen and lower back with heavy bleeding and very painful cramping on my period. I have attacks that I can't walk or move. I'm in such pain. I call attacks because I don't know what to call them. I have gone to three different doctors and no one can tell me what is causing the pain. I did look up the side effects on the implant and I have a lot of them. I would like to remove but I have a hysterectomy and I'm too young for that. Rx meds: seroquel, zoloft, lamictal, ativan.